Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an upslon y-mesh on (B)(6) 2014. According to the complainant, during the procedure, the mesh tore in the middle of the sacral flap but it did not tear in half. Nothing was left in the patient. There were no patient complications reported as a result of this event.